Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Peripherally inserted central catheter (PICC) would not flush, and the nurse kept noticing the ¿occluded¿ message. Upon inspection of hub it was noticed there was a crack at the connector end of PICC. Line was removed and replaced with a new line. The occluded message had happened twice before on different patients, but the product was not kept for inspection. The third time it was noticed the line was removed and kept. It has been stored in a biohazard bag available to be returned to the manufacturer for investigation.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. One used sample was returned to argon from the customer. A visual inspection was performed on the returned product. The visual inspection determined that the hub was cracked. The hub of the female luer was confirmed to be a polycarbonate hub which was part of the previous design of the product. There was design change made to the l-cath to change the polycarbonate material and design of the product. The current design of the l-cath should eliminate the cracking issue as experienced with this complaint. Additional information provided in h.6. And h.11.